Event description:
Litigation alleges that patient experienced hip pain, which continued to worsen considerably and significantly impaired ability to work and even drive. This, combined with alleged increased metal ion levels, resulted in pain and suffering. (Left hip).(B)(6) 2012 - patients operative notes were received. Findings of grayish-yellow joint fluid, synovitis, microscopic loosening of the acetabular component, some osteolysis, and modest corrosion around the morse taper.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers this complaint closed at this time.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.